Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare technical support. The customer has not provided the resolution per ge healthcare requests.

Event description:
The hospital reported a failure of the gauss alarm to function. There was no report of patient involvement.